Event description:
Potential for injury associated with an unknown scooter where the battery indicator shows a full charge but the batteries are depleting in an hour or less. This issue could leave the user stranded.